Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin alarmed watchdog timeout. Troubleshooting was performed. The alarm reoccurred during normal use. Customer also reported unexpected restart many time. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error test, watchdog timeout alarm or audio or beep anomaly noted during testing.